Event description:
A report was rec'd that alleges that the tracheostomy tube cuff was deflating after 6 days in situ. The reporter states that the leak appears to be originating where the inflation line meets the tube shaft. No incident medical sequela was reported.

Manufacturer narrative:
Manufactured completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.